Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was judged to be the cause of the flow transducer failure during pre-use check. No more information, log files or goods have been received for investigation, despite several reminders. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods or log files were returned for investigation, the cause of the reported failure could not be determined. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).